Event description:
It was reported that when the doctor was performing the second urethral bulking procedure on the same pt, he noted exposed material through the mucosal tissue from the previous treatment. No steps were taken to correct situation as the doctor feels the condition is due to the pt's very fibrous tissue. The doctor continued the re-treatment and injected the implant material into a different location a few centimeters away from the initial injection site. No further complications have been reported.